Manufacturer narrative:
The lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device follow-up, this right atrial (ra) lead and associated cardiac resynchronization therapy defibrillator (crt-d) exhibited high amplitude noise with oversensing, resulting in intermittent mode switching. The lead pacing impedance measurements were greater than 2,500 ohms, starting back since (B)(6) 2017 and a lead fracture was suspected. A 12 lead ECG was performed and confirmed the patient was in atrial flutter, so the device was reprogrammed from dddr-biv to vvir-biv. All other lead measurements were stable and within normal limits. The patient will have the next routine follow-up in another six months. No adverse patient effects were reported.